Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t1 of a fast-fix 360 was missing its tip. The procedure was completed without surgical delay using a back-up device. The patient's health condition is stable, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed a t1 and t2 with a tightened knot from a fast-fix 360 was returned without the suture. The t1 is missing its tip. Based on the condition of the t1 implant of the fast-fix 360 found during visual inspection, additional material testing is not required. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Insufficient product identification information was provided, and thus, a product print specification review could not be conducted. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.